Manufacturer narrative:
The device was returned for analysis. The reported difficulty to remove the device could not be confirmed/tested as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue.the investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional perclose prostyle device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that this was a venotomy closure of one of three access sites in the right common femoral vein using two prostyle devices after an interventional pvi ablation procedure with an 8.5f (upper-most site), a 7f and an 8.5f sheath (lower 2 sites). Reportedly, with both devices that were deployed in the upper-most access site, significant resistance was felt upon removal as the device was entangled with the sheaths in the two lower sites. Both devices were withdrawn from the anatomy and a third, new prostyle was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.